Event description:
It was reported that the video tower does not recognize a video signal. Tc201 does not recognize this x-link module, and they are on the same software version. The issue occurred during a case. Se suspects that there is corrupted software on the device as the tc201 will not recognize the tc301 module. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as video tower does not recognize video signal. Tc201 does not recognize this x-link module and they are on the same software version. The tc301us didn't recognize and no link when it was tested with a tc201 test fixture. Therefore, no image was produced after the head was connected. Performed visual inspection on edac connector and iml connector and found no excessive wear and tear. Opened top cover and performed troubleshooting on the powers and all voltages are present but no clock output at u20. Replaced u20 and performed functional test; the link was recognized, and image also display after the head was connected. But resistance between p3v3b was low 124 ohm, it should be approximately 21k ohm. So p3v3b is shorted to the ground and a motherboard replacement is needed. The motherboard cannot be reworked due to the quantity of components and inability of ksna goleta to replace certain parts. The motherboard needs to be replaced. The root cause of the issue has been determined as low resistance due to p3v3b shorted to ground possible defective components or circuitry. The event is filed under internal karl storz complaint ID: (B)(4).